Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the terminal of the electrical contacts inside the video connector were bent, so communication to an endoscope failed. The terminal contact bending is due to the electrical contacts of the endoscope side peeling (terminal floated) due to abrasion, deterioration, or damage caused by long-term usage, so it bent when it was connected to the subject device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A broken pin was found inside the video connector, causing no image when tested with an olympus enf-vt2 scope. Replacement of the video connector was required in order to resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that no video image was present when a scope was connected. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.